Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod was deactivated by the user at the end of second prime, though a rotational sensor malfunction was observed in the data, causing first prime to end early. First prime ending early prevented the firing flat of the ratchet gear from lining up with the release bar to allow the needle mechanism to deploy at the end of second prime. Inspection of the rotational sensor assembly found no evidence of any damages or manufacturing deficiencies that would result in the malfunction. The exact cause of the rotational sensor assembly malfunction could not be determined.